Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter.

Event description:
No one was injured during the incident and no medical treatment was sought. An incident occurred due to the manufactures faulty component in patients' room between 2 and 3 a.m. And was immediately put out by fire extinguisher.